Event description:
It was reported that while using bd vacutainer® push button blood collection set that there was poor sleeve function. There was blood leakage on the collection tubes. No patient impacted.

Manufacturer narrative:
D2a: common device name: blood specimen collection device; intravascular administration set. D2b: medical device type or (product code): jka. Investigation summary: bd had not received any samples for investigation. Functional tests were conducted on 30 retained samples using 10 tubes per needle to assess device functionality. All samples passed the tests with no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, these 30 retained samples passed another set of functional tests, showing proper activation with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.